Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was reviewed by clinician and the following was observed: post fracturing of pre existing surgical prosthesis. Valve flared and unable to be retrieved through esheath. Operator attempted to snare the valve in order to reduce the profile unsuccessfully. A bare metal stent was deployed to disable the sapien 3 leaflets. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to withdraw system with valve through esheath was confirmed based on evaluation of the provided imagery. The complaints for balloon leak were unable to be confirmed due to unavailability of the returned device and/or applicable imagery. As reported, 'the esheath 14 fr was inserted without inconvenience into the right femoral vein. The valve was crimped with the skirt oriented to the commander handle. The commander ds could advance through the esheath into the ivc and the valve was aligned between the balloon markers in the ivc. An attempt was made to navigate the ds in order to reach the target lesion, but the ds was not able to cross through the rvot due high calcifications.' In this case, calcification may have prevented the advancement of delivery system. The valve could have interacted with calcium nodules in the rvot during advancement of the delivery system leading to tracking difficulties. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. As reported, 'it was tried to rotate the ds while he pushed the system forward. However, the medial portion of the ds went upwards to the svc and, as a consequence of this move, the ds kinked and took out the guide wire of the left branch. It was tried to reposition the guidewire without success and, for that reason, it was exchanged the guidewire due to lack of response.' In this case, procedural factors (device manipulation) applied to overcome the difficulty to track the delivery system likely caused the delivery system to kink. As reported, 'it was pulled harder to take out the distal tip of the wire and was decided to withdraw the ds, but the valve went misaligned (the valve was not coaxial with the pusher of the ds). It was not possible to retrieve the valve through the esheath but, with the help of a gooseneck snare, it was tried to insert the valve through esheath but failed.' Per evaluation of the provided imagery, the valve profile was flared and tilted in position. It is possible that the valve was caught onto the sheath tip and result in the reported withdrawal difficulties. As such, available information suggests that procedural factors (non-coaxial withdrawal, withdrawal of altered profile) may have contributed to the complaint event. As reported, 'another attempt was made to impact the valve into the ivc, but the balloon of ds did not inflate because it was teared proximally.' Additionally, 'as per medical opinion, the root cause of the ds balloon was teared was due to the push forces applied when navigating with the ds.' In this case, it is possible that crimped valve interacted and damage the balloon during the attempts to advance through anatomy. In addition, excessive manipulation to overcome the tracking/withdrawal difficulties can also lead to balloon damage, impede the balloon from proper inflation. As such, available information suggests that procedural factors (interaction with crimped valve, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards mexico affiliate, during a right transfemoral valve in valve tpvr procedure with a 26mm sapien 3 valve implant inside a pre-existing surgical valve, the commander delivery system was not able to cross through the right ventricular outflow tract due high calcification. The team attempted to rotate the delivery system while advancing the system forward. However, the medial portion of the delivery system went upward, and the delivery system kinked moving the guide wire out of the left branch. The team attempted to reposition the guidewire without success, so they exchanged the guidewire. When the guide wire was pulled off, it tore. The team tried to pull harder to take out the distal tip of the wire out, and was decided to withdraw the delivery system, but the valve misaligned (the valve was not coaxial with the pusher of the delivery system). The team had to snare the devices but was unsuccessful. Another attempt was made, but the balloon of ds did not inflate due to a tear proximally. It was decided to embolize the valve, with the help of esheath and using a 23mm balloon, and was left implanted in the ivc below renal veins. A bare metal stent was implanted inside the valve to disable leaflets movement. The delivery system was removed off the patient after valve embolization. An advantage guide wire was navigated and placed into the right pulmonary artery and the physician tried to advance a dryseal 24 fr, but once again it was not possible to reach the target lesion with the sheath tip, so the dryseal was took out the patient. A second 26mm sapien 3 valve was crimped and advanced through esheath 14 fr but placed on the left femoral vein now. The ds was navigated, once again, to reach the site implant with the help of a double guidewire system and a balloon catheter, but the ds was not able to cross the rvot due heavy calcifications. The commander was retrieved of the patient successfully with the valve aligned. A non-edwards valve was implanted, and the patient was stable.